Event description:
Boston scientific received information that out of range shocking impedances as well as noise were noted on this cardiac resynchronization therapy defibrillator (crt-d) at a follow up in (B)(6) 2009. The error message was cleared and normal shocking impedances were seen. The patient was released. The most recent information received noted that out of range shocking impedances were once again detected. The patient was admitted to the doctors office. The error message was once again cleared and a high energy shock was administered. Induction testing was successful and the shocking impedances were back within normal range. It was also noted that amplitudes had been fluctuating. Evaluation of the save to disk by technical services revealed that the clinical observation was most likely related to a right ventricular (rv) lead issue. A possible lead fracture was discussed. The device remains implanted and a revision was planned as the device is currently at middle of life 2 (mol2). No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.